Manufacturer narrative:
A ge rep evaluated the system and replaced the s-ram memory. System operates as intended.

Event description:
Customer reported system displays an error message and will not boot. No pt injury was reported.